Manufacturer narrative:
The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). The investigation could not identify a product problem. Initial reporter: occupation is patient/consumer.

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to negative results with the covid-19 at-home test, polymerase chain reaction (pcr) test, and an antigen test. On (B)(6) 2023, the polymerase chain reaction (pcr) test was negative. On (B)(6) 2023 at 4:20, the consumer performed covid-19 at-home test and the result was positive. On (B)(6) 2023 at 5:30, the consumer performed covid-19 at-home test and the result was negative. On (B)(6) 2023, the abbott antigen test was negative. On (B)(6) 2023 at 5:40, the consumer performed covid-19 at-home test and the result was negative. The consumer has no covid symptoms.